Event description:
The patient had increased spasticity. A dye study was done. The catheter was occluded. The patient was hospitalized. The device system was delivering baclofen. The patient status was reported as ¿alive-no injury¿. It was later reported that the catheter was replaced. It was unknown if the patient was receiving effective therapy as this reporter had not heard otherwise. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4).